Event description:
It was reported that during a laparoscopic hysterectomy procedure under sedation, the thunderbeat probe broke and fell into the patient. The fallen part was retrieved with the aid of forceps. The thunderbeat was replaced and procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field : h2, h3, h6, h7, h9 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined but customer provided photos of the device that confirmed the reported event. The likely cause of the reported event was due to the following mechanisms. Contact with a surgical instrument 1. During output in seal and cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke off when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because seal and cut output was activated while grasping nothing including the case the user kept activating after cutting tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal and cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke off when added load. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.